Event description:
This event was reported through the (B)(6). The patient was experiencing pain and "cold" in the right leg. A supera stent had previously been implanted in the right popliteal in (B)(6) 2008 and a portion of the stented area was now occluded. Intervention included thrombectomy (rotarex) and additional stents were placed at the distal part of the occluded stent. During the intervention (rotarex thrombectomy - four times), the rotarex guide wire sheared off so it had to be bent. Evidence of residual thrombus in the piii segment wit high-grade stenosis was observed, which is why a 6x40mm stent was deployed. Significant restenosis and residual thrombi in the pi junction of the pii segment was observed, which is why a 6x30mm stent was deployed. The final film showed very good outflow with no significant residual stenosis. The report indicated that the incident was not due to a stent malfunction and was unlikely related to the initial implant procedure.

Manufacturer narrative:
Conclusions: there is no indication of a device malfunction. The cause of the event is likely due to the patient's disease progression. The device has the ce mark for the peripheral vascular indication in europe.